Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Infection - vagina [vaginal infection]. Tampon fell apart inside me [device breakage]. Case narrative: consumer reported via e-mail that the tampon fell apart. No serious injury reported.

Event description:
Infection - vagina [vaginal infection]. Tampon fell apart inside me [device breakage]. Case narrative: consumer reported via e-mail that the tampon fell apart. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Infection - vagina [vaginal infection] tampon fell apart inside me [device breakage] case narrative: consumer reported via e-mail that the tampon fell apart. No serious injury reported.